Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed multiple cracks in the battery compartment and the cartridge compartment was damaged along the threads. Investigation also revealed that the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment and the cartridge compartment was damaged along the threads. Evaluation also revealed that the display was dim, faded and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.